Event description:
It was reported that an asymptomatic patient presented remotely via (B)(6). Upon review of the transmission it was discovered that the insertable cardiac monitor exhibited incorrect measurements by recording a false atrial fibrillation episode. No programming changes were made. The patient was in stable condition.